Event description:
Customer reported via phone, the paramedics took her to the hospital due to low blood glucose of 34 mg/dl. Customer was treated with an IV on the way to hospital and was given food once she arrived at the hospital. Customer stated she was found unconscious and is pregnant. She doesn't believe the low was caused by the device and declined troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.